Manufacturer narrative:
E1 - customer (person): phone: (B)(6). Investigation ¿ evaluation it was reported that upon withdrawing the dilator from the sheath of a rosch-uchida transjugular liver access set, a scratch to the middle and tip of the component was discovered. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. A photo provided by the customer confirmed a scratch to the dilator. Upon receipt of the returned device, it was discovered that the flexor sheath was unraveled, thus prompting this report. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, manufacturing instructions (mi), and instructions for use (IFU), as well as a visual inspection of the returned device, were conducted during the investigation. One used set was returned to cook for evaluation. Upon visual inspection, it was noted the sheath's inner coil was exposed near the flare which protrudes into the lumen. The dilator also had a scratch along the length of the device. The scratch was likely caused by the exposed coil. Cook has concluded that the device was manufactured out of specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot and the related subassembly lots found potentially relevant quality control discrepancies, in which five devices were scrapped prior to further processing. A complaint history search did not identify any other events associated with the reported device lot. Additional final lots containing the same sheath subassembly lots were reviewed. No relevant additional complaints or discrepancies were found. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming products exist either in house or in field. The manufacturer does not apply an IFU for this product. Instructions for use are applied by the local distribution partner. Based on the available information, inspection of the returned device, and the results of the investigation, cook determined that the device was manufactured out of specification and the cause of event to be a manufacturing deficiency. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that upon withdrawing the dilator from the sheath of a rosch-uchida transjugular liver access set, a scratch to the middle and tip of the component was discovered. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. A photo provided by the customer confirmed a scratch to the dilator. Upon receipt of the returned device, it was discovered that the flexor sheath was unraveled, thus prompting this report.